Event description:
There was an allegation of questionable na electrode results for 6 patient samples on a cobas 6000 c (501) module. Only 1 example was provided. The initial result was 129 mmol/l. The repeated result was 141 mmol/l. The questionable results were reported outside of the laboratory and were all corrected soon after being reported. The samples were repeated due to not matching the patients' clinical history. The repeated results were performed on another analyzer and were believed to be correct.

Manufacturer narrative:
The sodium cartridge lot m0884. The expiration date was not provided. The customer used a centrifugation time of 3 minutes at 6000 revolutions per minute (rpm). This centrifugation time may be too short and the speed may be too fast based on the type of sample tubes used. Calibration was last performed on 03-jan-2024; calibration alarms were observed. The customer's qc was within specifications. There is no indication of a performance issue with the reagent. Several alarms were noted in the customer's alarm trace. The field service representative found that cell cleaner 1 was not being dispensed from the cell rinse mechanism. The valve associated with the aspiration of cell cleaner 1 was malfunctioning. He replaced the valve, adjusted the water volumes for the cell rinse mechanism, and bleached the dispense lines for cell rinse water. The investigation determined the service actions resolved the issue.